Event description:
Surgeon revised poly in patients' left knee. Patient presented with swelling of knee and knee seemed loose. Surgeon removed 9mm insert put in constrained 11mm insert.

Manufacturer narrative:
An event regarding wear involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not received for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated "there is no evidence that this clinical situation was the result of factors of faulty component design, manufacturing or materials." -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the revision of the patient¿s left knee due to swelling and loosening. Intraoperatively the surgeon commented of "chronic synovitis and avulsion fracture of the posterior lip on the medial tibial insert and wear of the posterior medial and lateral insert. After the arthroscopy it was converted to open surgery and the tibial insert was removed and the report notes, ¿damage posteriorly and posterolaterally on the medial component¿. A review of the medical records indicated no evidence that this clinical situation was the result of factors of faulty component design, manufacturing or materials. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised poly in patients' left knee. Patient presented with swelling of knee and knee seemed loose. Surgeon removed 9mm insert put in constrained 11mm insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 9mm cr insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.